Event description:
On (B)(6) 2010, pt reported the up button on the infusion device has responded intermittently over the past couple weeks. Infusion device has not been dropped or exposed to water or insulin ingress. The up button does stick when it is pressed. Pt boluses 4-5 times per day and has used this infusion device since (B)(6) 2007. Up button still produces beeps and vibrations. All other buttons on infusion device work properly. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.